Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported they could not recharge the ins and had experienced a gradual increase in pain because they could not use their therapy. The programmer displayed the poor communication screen and they were not able to get the recharger to communication with the ins. The patient was last able to recharge the ins over six weeks prior to the report. They had not charged their ins due to being busy with school and a baby. They last felt stimulation around (B)(6) 2018. Because they could not use their therapy, they started taking ibuprofen because of an increase in physical activity. They were redirected to their doctor to determine if the ins had gone into over discharge. Follow up was sent to the patient, and they responded stating their device was charged but the electrodes were not working. It was noted they might need another surgery. No further details were provided in their response. No furth ER complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (sn: (B)(6) revealed that the battery had reduced capacity due to an over discharge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.